Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes affiliate. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during inspection of a loan set, it was discovered that two (2) 1.8mm drill bits with depth mark were broken. The broken portions were not returned to distributor. No patient involvement was reported. This report is for one (1) 1.8mm drill bit with depth mark. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No patient involvement was reported part: 310.509; synthes lot: l138668; release to warehouse date: october 06, 2016; manufacturing site: bettlach; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection , investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: the visual inspection has shown that approximately 20mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The returned drill bit is all in all in good condition. Dimensional inspection: measurement outer diameter ø1.8. Gage: 3-03-17585; tolerance ø1.8 0/-0.03; result: ø1.79 "pass" drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure were between 52.7-54.7 hrc also within the specification of 52 +3/0 hrc. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in october 2016 according to the specification. We are not aware of any other complaint for this article and lot combination. Based on that, and the condition of the item, a product related issue can be excluded. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.